Event description:
I have been having intense hsv symptoms and have tested negative on 3 separate igg tests. I did not accept these results as the doctor said it can miss 8% of hsv2 and 30% of hsv1 infections. Even at 12 weeks of waiting I was still negative. I had to pay (B)(6) for a western blot confirmatory test to prove positive. This left me with extreme anxiety and stress as well as many mental problems as doctors continued to tell me I was fine when I knew I was not. I was not able to receive antivirals to help with symptoms as I was not "testing positive" when they were in fact false negatives. This is a serious matter. Having to wait 12 weeks is also crazy to me as that's 12 weeks I could have potentially spread it to other people if I did believe the tests. New testing for hsv that is accurate needs to be addressed immediately. (B)(6).